Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter was retrieved; however, it is unk if the user facility retained the device. The event investigation and attempts to obtain the filter for eval are underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, a venagram demonstrated that the filter had migrated caudally two vertebral bodies and one of the legs had fractured and was completely outside of the contrast column. Reportedly, the fractured limb had perforated the vena cava and was located slightly caudal to the ivc filter. The filter was successfully removed using an snare. As the detached limb was completely outside of the vena cava, it was not retrievable via endovascular technique and was not removed. The pt is asymptomatic.